Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 5086mri45 implantable pacing lead, (B)(6) 2013. (B)(4).

Event description:
It was reported that there was a suspected microdislodgement, as the r-waves had dropped and threshold had increased. Short v-v intervals and noise were also noted. The lead was tested through the analyzer and then placed in a new location, where it remains in use. No patient complications have been reported as a result of this event.